Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 595 mg/dl and manual injections were administered. Pump system check was performed; no device issues were observed. Reportedly, cold insulin was used while filling the cartridge. Tandem technical support (cts) informed contact that room temperature was labeled for use with the cartridge. Tandem clinical diabetes specialist discussed event with the contact. It was suggested that the infusion site area be moved to a different site to rule out scar tissue. Upon follow up, contact reported the pump was "working great and things were back on track".